Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. The data file was unable to be downloaded. The reported customer complaint was confirmed. The probable cause was a defective transmitter.